Event description:
The customer reported that the sys was not doing mapping and displayed a generator error. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system automatically shuts down when this occurs. There is no report of injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.